Event description:
It was reported that balloon burst occurred. A 6.00mm / 2.0cm / 90cm peripheral cutting balloon was advanced for dilation. However, it was noted that the balloon burst at 10 atmospheres after multiple inflations. The balloon was removed, and the procedure was completed using a new balloon. There were no patient complications as a result of this event.